Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that a low battery alert was not received prior to replace battery now alert on the insulin pump. The customer's blood glucose reading was 180 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The product will not be returned.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No failed battery test, power loss alarm, replace battery alert, replace battery now alarms noted during testing or in the insulin pump trace download. However, unit was received with corroded battery tube. Unit was received with cracked case on the back at the battery tube area, belt clip rail corner and battery tube threads. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay. Unit was received with peeling serial number label.